Event description:
Patient reported obtaining back-to-back blood glucose results of 43 mg/dl and 97 mg/dl on the advantage system. Patient did not modify therapy based on these values. No adverse event was reported. A level-one quality control test was reportedly performed on the system and the value was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.